Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that approximately one month and two weeks post gastrostomy tube placement, the feeding tube balloon allegedly ruptured. There was no reported patient injury.

Event description:
It was reported that approximately one month and two weeks post gastrostomy tube placement, the feeding tube balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot met all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one tri-funnel replacement gastrostomy tube 24f was returned for evaluation. During visual inspection the balloon was slightly inflated and blood residue were noted. During functional testing, the balloon was inflated with approximately 20ml of water and it was allowed to sit for 10 minutes. The balloon was massaged and no leaks were noted. The balloon was deflated without issue. As the device functioned properly under laboratory conditions and the reported event could not be reproduced. Therefore, the investigation is unconfirmed for the reported balloon rupture. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023),g4. H11: h6 (results and conclusion). H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.